Manufacturer narrative:
The device was discarded and is not available for investigation. However, the computer logs from the surgery were obtained and analyzed. Although one of the switches that allows the validation step to initiate was found to have not functioned as expected, the cause of the cut inaccuracy could not be determined. The investigation is continuing to determine the cause for the cut inaccuracy.

Event description:
During a tkr surgery in the (B)(6) using the iassist knee instrumentation system, after the surgeon completed the femoral distal cut, the subsequent step to validate the cut could not be initiated using the system. The surgeon then manually assessed when verifying the joint balance that the cut was in excessive valgus (amount was not given). The surgeon then cross-verified the alignment of the cut using the implant system's intramedullary rod to confirm that the cut alignment was in excessive valgus. The surgeon then used the implant instrumentation to correct the cuts. There was a surgical time extension of about 40 minutes.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Analysis of data logs showed that the femoral coordinate system registration was performed properly and the accuracy measurements were all below the threshold, indicating a good registration. Data on the performed cut could not be obtained as the validation step was not launched automatically. Analysis of available data logs found no indication of system malfunction. A root cause of the event could not be determined with the available information.